Event description:
Two separate central line kits were used in an attempt to place central line on a hypotensive patient. While using both kits, the physician was able to advance the guide wire through the needle and into the vessel. The guidewire would then become stuck and would require manipulation of the guidewire to extract back through the needle. With both kits, when the guidewire was removed, the guidewires were bent into an "s" shape. Both kits were sequestered for further evaluation.